Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited undersensing. Boston scientific technical services (ts) reviewed and discussed the atrial tachy response (atr) episode. Moreover, there was not much ra channel due to the slow atrial rate and no atrial pacing. Ts then provided programming option. This device remains in service. No adverse patient effects were reported.